Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 20 mg/dl and 80 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that during a roux-en-y procedure, the surgeon put an instrument through the device, applying torque and a high leakage (hissing sound) was heard from the device the visibility was not reduced but the pressure dropped from 15 to 9 during the leakage. This occurred with three devices. The devices were used for the remainder of the case. There was no delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.